Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-01382 pertains to the first speedband device, manufacturer report #3005099803-2016-01383 pertains to the second speedband device, and manufacturer report # 3005099803-2016-01384 pertains to the third speedband device. It was reported to boston scientific corporation that three speedband superview super 7 devices were used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the band failed to deploy after drawing in the varix into the ligator head. The same issue occurred with the second and third speedband devices. The procedure was completed a fourth speedband superview super 7 device. There were no patient complications reported as a result of this event. There was no consequences that occurred to the patient at the conclusion of the procedure.